Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was no flow on the arctic gel pads. The nurse stated a hypothermia patient was cooling and the flow rate was good until the patient returned from the cat scan department. The device displayed low air leak. Patient temperature was 33.3c, water temperature was 18c and the flow rate was 0.3l/min. The target temperature was 33c. The event log showed multiple alert 01 and alert 02. Pump hours were 7924 and system hours were 8411. With the pads attached water control showed the flow rate was zero, inlet pressure was -0.6 and circulation pump was 100%. Ms&s walked her through disconnecting and reconnecting the pads holding behind clear clamps. Therapy was restarted and the flow rate went to zero and then the device stopped. With only the fluid delivery line attached, the flow rate was 1.6l/min, inlet pressure was -6.9 and circulation pump was 49%. With one pad added back, rt: the flow rate was 2.4l/min, inlet pressure was -7 and circulation pump was 45%, lt: the flow rate was 1.7l/min, inlet pressure was -7.1 and circulation pump was 45%, rc: the flow rate was 2.1l/min, inlet pressure was -7.1 and circulation pump was 59%. Lc: the flow rate was 2.4l/min, inlet pressure was -7 and circulation pump was 79%. Therapy was restarted and the flow rate settled at 2.7l/min. After trouble shooting the device the nurse determined the machine was an issue and switched to another device. However, she was still getting low flow. Ms&s had her stop therapy, reconnect/disconnect pads and place device in manual control. With just the fluid delivery line, inlet pressure was -7.1psi, flow rate was 1.8lpm, circulation pump was 51%, system hours were 224, and pump hours were 160.9. When the right chest pad was added flow rate was 0.6lpm, inlet pressure was -7psi, and circulation pump was 36%. When a second pad was added it dropped to zero. Then nurse changed the pads and stated therapy was running properly and the flow rate was excellent. Per follow up, the nurse stated because of the low flow alert, she swapped it out for another device. It was sent to biomed and after troubleshooting with the support line, she determined the pads caused the issue to occur. She disposed of the first set of pads, got new pads and the patient was able to complete therapy with no further issues. The device was kept in service.